Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient orders were not crossing over. A technical support specialist found the samples provided had an 'unknown' admission status and contacted the epic interface team, who resent the messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6) medical center

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary new patients and order was not crossing over from server to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.